Manufacturer narrative:
The bur received as a whole and service and repair cut and sent the bur for repair. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the customer returned the whole bur that was stuck in microdebrider handpiece. Bur was working and there was no fragment detached.

Manufacturer narrative:
H3: during service it was noted that there was no notable damage observed and confirmed the reported event that a bur was stuck inside the handpiece. Visually, the inner shaft was broken 0.59 inches from the distal end of the inner hub when returned. Additionally, the distal diamond grit tip was lodged within the inside diameter of the outer tube and the inner hub bushing was dislodged from the hub assembly. There were scratches/indentions on the outside diameter of the shaft that were consistent with tool marks and there was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.344 inches in the deformed area which was out of specification. There were traces of wear in the inner and outer hub bushings. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, dcr bur stuck in m5 handpiece with speed in forward mode, surgeon use variable control and the speed using less than 12,000 rpm. There was no patient involvement.